Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The four additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted with five prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a sheath sized between 14f and 16f. Reportedly, a cuff miss occurred with all five devices. The sutures of two new prostyle devices were successfully pre-placed and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.